Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) connection had cracked solder joints. It was also noted that the hinge plate screw was missing. Concomitant medical products: product ID 2067l radiofrequency head; product ID 229047 analyzer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
It was reported that the programmer had a noisy electrocardiogram signal. The programmer was returned for service. No patient complications have been reported as a result of this event, but follow-up is underway to confirm any patient impact.